Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a failed battery alarm, battery out limit and blank display. The blood glucose of the customer was 170 mg/dl at the time of incident. Troubleshooting was performed. The customer stated the display screen of the insulin pump went blank while inserting information about bolus. The insulin pump received battery out limit alarm after inserting new battery, the customer was able to clear the alarm. The insulin pump also received failed battery test after battery out limit. The product will not be returned for analysis.